Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump has shut off randomly without warning even though battery was full and buttons were unresponsive causing to have to push harder a couple of times. Customer¿s blood glucose was unknown. Customer stated that battery life diminished every 2 to 3 weeks. Insulin pump will not be returned for analysis.